Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation and follow up information received from the patient by email. The patient could not specify when the inaccuracy issue began or what results he obtained, however meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient did not specify what medications, if any he takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2017 at 02:00am he developed ¿low glucose¿ with symptoms of ¿could not swallow and lost consciousness¿ and stated that his wife tried to treat him with juice, which he could not take, therefore called the emergency medical services, who tested his blood sugar, which gave a result of ¿lo¿ (less than 20mg/dl) and he was treated with IV glucose. During troubleshooting the cca noted that meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.